Event description:
On (B)(6) 2013, the customer reported they had received maude report (B)(4) from the FDA on (B)(6) 2013. Reported event description: "(B)(6) 2013. Hole in needle hub caused the physician to continuously poke the needle in the sheath potentially damaging the vein. With additional access attempts an additional venogram was performed. This added an additional 30 minutes to the procedure."

Manufacturer narrative:
Device not returned for analysis; location is unknown. Report (B)(4) indicated the device was return to manufacturer (pressure product/medtronic) on (B)(4) 2013. The manufacturer contacted pressure products to find out if they had received this device, and we informed that this device was sold and shipped to medtronic in (B)(4) 2012. On (B)(4) 2013, the manufacturer contacted medtronic to find out if he had received this device back for analysis. It was confirmed that it had not been returned to them. The manufacturer sent two emails on (B)(4) 2013 to (B)(6) (initial reporter/hospital), attempting to obtain the device for analysis and any additional pt and/or event information but failed to receive any responses. Attempts to obtain the device for analysis were not successful; as a result, the clinical observation against this device cannot be confirmed. No other complaints have been received to indicate a trend (this is the first complaint). This part is supplied to the manufacturer by a vendor and the part is inspected before being processed into manufacturing/production. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the device model were reviewed. No trend of the same or similar type was found or indicated.